Event description:
Caller reported that a cartridge alarm 20 occurred and an issue arose during the load process. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in attempting to load a new cartridge, but the alarm recurred, leading to a decision to replace the pump. The caller will continue to use the current pump until a new replacement arrives. Technical support confirmed the shipping address and provided instructions for putting the pump into storage mode and returning it via ups. The caller acknowledged the instructions given.